Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Accidentally failure of the turret likely caused the e200 error. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found a faulty turret assembly. Additionally, the device displayed a e200 error code and the caution label was missing from the lamp door. The device was repaired to asset specifications and returned to asset stock. There are no previous repair records for this asset. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera iii xenon light source was returned to the service center for evaluation. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a faulty turret assembly malfunction. No patient involvement was reported.